Event description:
Caller states that the patient tested 5.7 inr on the device while a lab drawn approximately 30 minutes later returned with a result of 3.5 inr. No action was taken based upon device result. No adverse event reported. Requested return of suspect device and replacement was sent.